Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels approximately in the 30s mg/dl range. Customer consumed juice to address bg level. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support instructed the customer to consult with healthcare provider if the low bg reoccurs.